Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-02093. It was reported the patient was not receiving effective stimulation as she was no longer getting relief. Imaging was requested but the results are unknown. The patient went into surgery to revise the leads but were unable to resolve the issue. As a result, the patient underwent surgical intervention to have their system explanted.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-02093.